Event description:
A consumer's husband reported that his wife has blurry vision following bilateral intraocular lens (iol) implant surgeries. The vision in this eye is also hazy and the surgeon told them this was due to a film formation in the eye. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with these events; this report is for the right eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other similar complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).